Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. G2: other - japan. The device was returned to olympus for evaluation and the user's report was not confirmed. However, the evaluation did reveal: pierced/cut or scratch of the bending section, deterioration or breakage of the adhesive, deformation or breakage due to physical stress, physical stresses due to drops and hits, physical stress (knocked over or dropped), deterioration or breakage on the universal cord, other failure mode due to defects of the universal cord, and the angle wire became longer than normal due to bending manipulation and insertion tube defects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had image blackout. It is unknown when the issue was found. There were no reports of patient harm.